Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 543:320:654:0000 was confirmed. The root cause was attributed to depleted main batteries. The main battery and harness were replaced to fix the problem. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 543:320:654:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.